Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) instrument had a missing plastic tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment from the device that fell into the patient¿s anatomy. There was no patient injury, and the patient did not return to the hospital due to any post-surgical complications. No photographic image of the device or recording of the procedure is available for isi to review. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and failure analysis confirmed that a damaged molded insulator at the distal end, with the broken piece not returned and adjacent component damage observed, was related to the customer¿s complaint. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.